Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the ar-2652cl plate was bent within the 6th screw slot between the ce mark and the arthrex logo; the third slot was chipped. The width and thickness of the plate were measured and found to be within tolerance per drawing c12920. The photos provided confirm the plate bent post-operation. The most likely cause of this condition may be the improper use by the surgeon/patient who did not follow the procedures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the following devices were implanted on the (B)(6) 2023: ar-2652cl (lot: 5262102); ar-8835l-16 (lot: 14975878); ar-8835l-18 (lot: 14975879), ar-8835-16 (lot: 14999011) and ar-8835-18 (lot: 14983034). The plate bent post-op without external influence. On the (B)(6) 2023, it was removed and replaced with a new clavicle fracture plate (ar-2652cl). No further information received.